Event description:
It has been reported that a revision surgery was performed. No details were provided.

Manufacturer narrative:
The complaint received with the components was listed as anterolateral pain and metallosis. Some observations were made of these as-received components. The tibial baseplate was, after visual examination, thought to be the likely reason for revision as there was little cement attachment noted on the distal surface or stem. Lack of cement attachment in the tibial baseplate may be caused by, but not limited to, any of the following causes: lack of initial stability of the baseplate, septic loosening, and/or issues associated with the curing of the bone cement. There were also scratches and burnishing noted on the proximal polished surface of the baseplate. These scratches were likely cause by intra-articular third body debris rubbing the surface of the component during articulation. Intra-articular third body debris is likely composed of cement and bone particles. The intra-articular third body debris is also the likely cause of metallosis reported during revision. The femoral component shows expected cement and bone attachment on the internal box geometries and some scratches were noted on the articulating surface of the femoral component. These scratches could have been caused by a variety of occurrences including, but not limited to: intra-articular third body debris rubbing the surface of the component during articulation. The polyethylene insert shows wear on both the articular surface and the distal surface. There was burnishing noted on the distal surface likely caused by micro-motion of the insert with respect to the tibial baseplate. The articular surface of the insert showed scratches that could have been caused by a variety of occurrences including, but not limited to: intra-articular third body debris rubbing the surface of the component during articulation or removal of the component during the revision surgery. The observations made suggest that there may have been tibial baseplate loosening. While it was reported that there were no signs of aseptic loosening, the signs of loosening observed could be caused by, but are not limited to: septic loosening and/or lack of initial stability of the baseplate. However, these observations alone, without additional provided information, are insufficient to determine the failure mode and cause of revision of the journey bcs knee system.